Event description:
Device 3 of 4; reference MFR report: 3008829311-2017-00785, reference MFR report: 3008829311-2017-00786, reference MFR report: 3008829311-2017-00788.

Event description:
Device 3 of 4: reference MFR report: 3008829311-2017-00785, reference MFR report: 3008829311-2017-00786, reference MFR report: 3008829311-2017-00788. It was reported during a procedure to electively replace the patient's ipg, the physician was unable to attach the leads into the header of an implantable neurostimulator (ins). The physician explant and replaced the leads and the issue was resolved.